Manufacturer narrative:
The investigation found the qc was erratic and was run multiple times on 09-dec-2021. The field service engineer (fse) found the dilution bath bottom was pitted and chipped. The fse replaced dilution bath assembly along with various other worn parts and made several adjustments. The fse ran precision, calibration, and qc checks. All tests met acceptance criteria. The service actions resolved the issue.

Event description:
There was a complaint of questionable ise sodium (na), ise chloride (cl), and ise potassium (k) results for 1 patient tested with a cobas 8000 ise module. The questionable results were reported outside the laboratory. A delta check caused the customer to repeat the tests. The patient¿s initial na result was 159 mmol/l; the repeat was 139 mmol/l. The patient¿s initial cl result was 111 mmol/l; the repeat was 100 mmol/l. The patient's initial k result was 4.2 mmol/l; the repeat was 3.7 mmol/l. A data flag was alleged, but not specified to which result. The customer believes the repeated results to be correct. The lot number and expiration date of the ise sodium, ise chloride, and ise potassium used were requested, but not provided.